Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (30 mg/dl) at night and glucagon injections were administered to address the low bg. The customer did not know the cause of the low bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the low bg with a healthcare provider.